Manufacturer narrative:
The returned device analysis did not confirm the reported difficult clip opening and clip jumping. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, a cause for the reported difficult clip opening and clip jumping issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted a slightly rotated heart and a small fossa area to cross the septum. The clip delivery system was advanced to the mitral valve; however, the clip would not open during the initial opening. Then the clip jumped open. The clip was closed, and the clip opening was performed again. But the same issue occurred. Therefore, the cds was removed with the clip attached. The procedure continued with a new clip. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.